Event description:
During evaluation of a returned homechoice machine, an overfill was identified in the cycle by cycle ultrafiltration (uf) log in 2008, during drain cycle 5. Per the log, the patient's uf reading was 713ml indicating the home patient (hp) drained 713ml more than their programmed fill volume of 1800ml for a total drain volume of 2513ml (1800ml + 713ml). The nurse was contacted and the overfill noted during evaluation was reported. The nurse stated that the patient had problems due to pd catheter positioning. The patient had surgery to reposition the catheter and was doing well now. No patient injury or medical intervention had occurred per the nurse as a result of the overfill. No further information could be obtained regarding this event.

Manufacturer narrative:
Evaluation summary: homechoice cycler unit 16149 was evaluated in the product analysis lab. Based on a review of the log data, the evaluation has determined the probable cause of this overfill to be insufficient drain / multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The evaluation did not confirm any failure or malfunction of the device, that would have caused or contributed to the reported difficulty. The device will be routed to the service area.